Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis in good condition. The moment the device was powered up the device started double beeping, replace downstream sensor. The downstream sensor and the screen will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump has alarmed twice with the cassette attached. It was also reported that the device's screen is damaged. There was no patient involvement.

Event description:
Additional information provided indicated that there was no patient involvement.